Manufacturer narrative:
The correct registration number for the tullamore facility is 9611018.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a foley catheter. The customer reports that a catheter was inserted in theatre on a male cardiac patient. The catheter was attempted to be removed post-op. The balloon did not deflate through use of syringe/valve. The catheter was cut and the balloon still did not deflate. The customer further reports that the catheter was removed in the incident room under general anesthesia.

Manufacturer narrative:
The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15a345fhx. A portion of one used sample was returned. The y funnel and valve were not attached to the returned sample. Visual examination finds that the balloon was burst in order to deflate. Visual examination of the balloon finds that it was assembled correctly and the correct amount of glue was used. Silicone foley catheters manufactured at this plant are subjected to a 100% inflation test which includes inflating the balloon, ensuring it is symmetrical and ensuring it can be deflated. Statistical sampling is also carried out by quality assurance. The root cause for the reported condition cannot be specifically identified from the returned sample; however, possible root causes may be that the inflation hole or inflation line may have been blocked preventing the water from being emptied from the balloon. A formal corrective and preventative action has been opened internally to investigate the complaint in more detail. Based on the above no further action is required at this time. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.